Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message, and the lifeband wouldn't retract" was confirmed during the functional testing, and the archive data review. The root cause of the ua07 was a failed load cell, likely attributed to failed component(s) or mishandling, such as a drop. Upon visual inspection, no physical damage was noted. Upon further inspection, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The clutch plate was deburred to remedy the problem. The root cause was the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate or burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The archive data indicated multiple ua07 on the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering on, thus, confirming the customer's reported complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. Load cell characterization check indicated failed single point load cell module 1 (the output reading values are over-reporting). The failed single-point load cell module 1 was replaced to address the customer's reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message, and the lifeband wouldn't retract during the shift check. The customer tried to clear the ua by replacing the lifeband; however, the ua persisted. No patient involvement.